Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, a set screw of this device was not clicking when tightened as expected. The physician loosened the set screw and it then started to click. When the physician took the hex wrench out of the seal plug, the set screw stayed attached to the hex wrench. A new device was chosen and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The right atrial (ra) lead setscrew was missing and therefore could not be evaluated. The ra seal plug was removed from the header. High power visual inspection of the ra terminal block threads noted no damage or any other irregularities. There are setscrew marks at the bottom of the terminal block indicating that the setscrew had been tightened down as far as it could go. A setscrew from another device was used to test the ra terminal block threads. The substitute setscrew operated normally in both directions. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.